Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator was unable to determine status of breath delivery while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.